Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. It was reported that during a coronary artery stenting procedure a dissection occurred. The lesion being treated was a 2.25mm, 90% stenosed, 14mm long portion of the 3rd obtuse marginal (3rd ob marg). The physician treated the lesion with predilatation using a 2.5x15mm device and placed a 2.75x12mm taxus express2 study stent in the target lesion, and inflated it to 10 atm. A dissection occurred. The physician then placed a taxus 2.75x12mm stent for bailout. Ivus was performed and residual stenosis was 0%, timi flow 3 was confirmed. No gap between two taxus stents was observed. The patient was discharged the next day on panaldine and aspirin . There were no problems listed at the follow-up 1 month later.